Manufacturer narrative:
Device was used for treatment, not diagnosis. Ehlinger, m., et al., (2014). Locked plating for internal fixation of the adult distal femur: influence of the type of construct and hardware on the clinical and radiological outcomes. Orthopaedics & traumatology: surgery & research 100(2014)549-554. This report is for unknown plate, unknown quantity, unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: ehlinger, m., et al., (2014). Locked plating for internal fixation of the adult distal femur: influence of the type of construct and hardware on the clinical and radiological outcomes. Orthopaedics & traumatology: surgery & research 100(2014)549-554. This was a multicenter, prospective, and continuous study of fractures treated with locked plating conducted in 12 centres in (B)(6) over a 1-year period (june 2011 to may 2012), with a minimum follow-up of 1 year. The type of plates used were depuy-synthes (67), zimmer(16), and stryker(9). The series included 92 cases (54 females, 38 males), mean age, 64.2 years (range, 20-101 years; median, 67 years). A copy of the literature article is being submitted with this medwatch. This is report 2 of 2 for (B)(4). This report is for unknown plates and refers to the two cases of loss of fixation which required revision surgery.